Event description:
It was reported that a one-link IV connector was difficult to draw blood through. The nurse observed hemolyzation of the blood when drawing a sample. There was patient involvement; however there has been no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided. The device is not available for evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.